Event description:
The clinician reports that the day the implant was placed in ada 29, failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. Patient presented with bone type IV and fair oral hygiene. No product was returned to the manufacturer. There were no reported patient injuries or complications.